Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted 7 days ago for hemolysis. The pt has had a splenic infarct and is jaundiced. The lactate dehydrogenase (ldh) levels on admission were 2322 and current ldh is 2010. The hospital is suspecting pump thrombus or perhaps something wrong with the pump. When the pt was home, the pt reported hearing a very "weird" temporary noise coming from the pump. When the pt was evaluated, the sound from the pump was normal and has remained normal. An echocardiogram (echo) was performed by the hospital, which indicated a small thrombus by the apical lead and also indicated that the tricuspid regurgitation (tr) and mitral regurgitation (mr) have worsened. The pump parameters have been stable. Additional info submitted to the MFR indicated that the pt was doing well with no indications of pump thrombus. The ldh is still elevated; however, it continues to decrease.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.